Event description:
It was reported that a user of the ilet experienced persistent hyperglycemia with cgm showing ¿high¿ and a confirmatory glucometer reading over 400 for approximately two hours; during troubleshooting, the user was guided to assess for delivery issues by disconnecting and attempting to fill tubing, and no wetness at the site or device was noted before the call ended, with the medical device problem and device component assessments limited by insufficient information. Symptoms included hyperglycemia. Outcomes included no health consequences or impact reported. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem and device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.